Event description:
Boston scientific received information that a patient advocate noticed their power cord was really hot so they unplugged it from the communicator. When plugged back in, the communicator did not power back on. Nobody was hurt or suffered serious injuries in the incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis revealed that part of the power brick was melted by heat. No temperature tests were conducted due to the power brick damage at the time of return. There was no physical damage to the communicator, which passed all laboratory tests with a replacement power brick.